Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.

Event description:
The device involved in this MDR report was implanted in 2004. During routine follow up in 2007, the battery impedance was at 3.9k ohm and the residual longevity indicated by the programmer was 21 months. In approx six months later, the device was reaching the elective replacement indicator (battery impedance at 9.17k ohm). Therefore, the device was explanted. It should be noted that the device was programmed at high output in the atrial channel since the implantation (7.5 v amplitude and 0.75 ms or higher pulse width.).